Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the full height drawer 6 was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 failed. The field service engineer (fse) found pyxis module controller (pmc) and retractor band connector clip was damaged. The fse replaced the pmc and retractor, then reassigned the drawer position. Hardware test application (hta) was run and passed. The customer tested the drawer and confirmed no further issues. The system functioned as intended after the field service engineer repaired the device.